Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 600cc mentor smooth round moderate plus profile saline catalog: 3502600 lot: 6663252, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 600cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 700cc mentor memorygel breast implant catalog: 3507001bc lot: 7666119 sn: (B)(4) and (left) 750cc mentor memorygel breast implant catalog: 3507501bc lot: 7578253 sn: (B)(4). Mentor also became aware that it was erroneously not indicated in the previous supplemental report sent on 5/28/2019, that the device was evaluated by manufacturer. The answer is yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/23/2019, during evaluation of the sample some creases were observed in the anterior and posterior view. Within crease a tear was observed in the posterior view, measuring approximately 0.2 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).